Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, kwp, kwq. Patient was implanted with hardware on an unknown date in 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with uss construct for a l3-s1 posterior fusion on an unknown date in 2010. Reportedly, the patient developed stenosis a the above levels of the l3-s1 posterior fusion. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. During the removal of one of the screws, it was reported that the threads of the hook or screw holder instrument broke off in the screw. The surgeon then used a rod holder instrument to remove the screw with the broken fragment in it. The surgeon removed all hardware. The patient was revised from t12-s1 with uss dual opening construct. The surgeon performed a decompression and successfully completed the procedure. There were no reported issues with the hardware from the 2010 fusion. There was a 10 minute delay in the surgical procedure due to the broken instrument. There was no other information provided. This is 7 of 19 reports for the same event, complaint #(B)(4).